Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the adjustable pressure limit valve diaphragm was replaced, to resolve 1 event the adjustable pressure limit valve was recommended for replacement.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced mechanical problem causing an increase in pressure. 1 unit was reported for a malfunction of the adjustable pressure limit valve preventing the release of pressure from the patient circuit, 1 unit was reported for excessive sustained pressure in the patient circuit caused by a defective adjustable pressure limit valve. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, 1 did involve a patient. No patient information available.